Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead had been backloaded a few times with a guidewire. After doing this and switching out the wire for a new wire, the doctor could not feed the wire through the distal portion of the left ventricular (lv) lead. The doctor was able to enter the wire in the lead the normal way, but as the wire approached the distal end, it would not come out of the lead. The though there may have been an issue with the insulation or in the lumen of the lead. The lead was attempted and not used. A new lead was used. During the implant of the second lv lead, the lead dislodged. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.